Event description:
It was reported from australia that the electric pen drive device was heating up during use and then would not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the electric pen drive device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had motor damage ¿ will not run, and the electrical control unit (ecu) was damaged ¿ will not run. It was further determined that the device failed pretest for check general function with test hand switch, check function with forward and reverse running mode, check function in ¿lock¿ mode with the foot pedal, check general function with the foot pedal, check power with the power test bench, and check speed with the tachometer. The assignable root cause of these conditions was determined to be traced to component failure due to wear.